Event description:
It was reported that the customer was hospitalized for high blood sugar levels. The contact stated that the customer may have the flu and the md is waiting for the test results. It was indicated that the pump programming was accurate and it passed the functional tests.